Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (xifnt3210) would not assemble with the driver. The customer was able to eventually assemble them together with extra force. The customer then had difficulty disengaging the implant and driver.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant at tooth location 17 would not assemble with the driver. The customer was able to eventually assemble them together with extra force. The customer then had difficulty disengaging the implant and driver d4: expiration date: 04 oct 2023, UDI:(B)(4), d6: 14 feb 2019, d7: 14 feb 2019 and g4: 09 jul 2019. The reported device was received for evaluation. Functional testing revealed that the implant would engage and disengage with a mating driver. The reported condition of an implant that would not assemble with the driver was confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history was performed for the reported device item and lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant at tooth location 17 would not assemble with the driver. The customer was able to eventually assemble them together with extra force. The customer then had difficulty disengaging the implant and driver.